Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips healthcare that the external paddles of the heartstart xl were physically damaged. There was no patient involvement.